Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges, metal wear and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
June 13, 2017: litigation received. Litigation alleges pain and tenderness.

Manufacturer narrative:
(B)(4). Added: patient, device.

Event description:
Update jul 05, 2017: medical records received. In addition to what was previously alleged, pfs alleges cysts consistent with alval pressing on the sciatic nerve, loss of range of motion and need extra caution for dislocation due to bone loss. After review of medical records for the MDR reportability, patient was revised due to mechanical failure. Revision notes stated that the proximal femur was so soft from all the osteolysis, and there was a huge dark metal-on-metal type pseudotumor-type seroma that exuded out of the bone. Laboratory results for cobalt level was above 7ppb. Added stem to the complaint. Product codes and lot numbers provided. This complaint was updated on jul 18, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.